Manufacturer narrative:
The zoll autopulse li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The customer reported that a fully charged autopulse li-ion battery (sn (B)(4)) was inserted in an autopulse platform and was unable to power the platform on. It was further reported that the customer tested the platform by inserting another battery and the platform operated as expected. The battery (sn (B)(4)) was inserted in an autopulse multi chemistry charger and was unable to successfully charge. The issue was observed during routine check, no patient was involved with this event.